Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -05.00 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens was implanted upside. There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.